Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 500 mg/dl. Customer's high blood glucose was treated with manual injections. Customer stated his blood glucose is 405 mg/dl since the manual injection. Customer declined to perform the high pressure test since insulin does exit the tubing. Product is not being returned or replaced.